Event description:
It was reported that the bd maxzero needle-free connector experienced leakage. The following information was provided by the initial reporter: the baby had a dextrose line, a lipid line and a medication line which was attached to a tri-fuse set. All 3 lines were running and the lipid line was leaking from the connection between the syringe and the maxzero needleless connector.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information has been updated/corrected: d.10 device available for eval?: yes. D.10 returned to manufacturer on: 2022-02-18. H.6 investigation summary: 2 used max zero connectors and a 3ml syringe were received and tested by our quality team. The max zeros were injected with saline through the syringe and the leak between connector and syringe was immediately noticed, verifying the complaint. There has been a known issue of leakage between the 3ml syringes and maxzero so the complaint has been verified. The root cause is not due to the maxzero but due to the syringe specifically when connected to the maxzero. The production facility is aware of this and is working to eliminate future occurrences of leakage with this connection. A device history record review for model mz9329 lot number 21095956 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30sep2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd maxzero needle-free connector experienced leakage. The following information was provided by the initial reporter: the baby had a dextrose line, a lipid line and a medication line which was attached to a tri-fuse set. All 3 lines were running and the lipid line was leaking from the connection between the syringe and the maxzero needleless connector.